Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings: during testing, the display was found to be clear and legible. Unrelated to the complaint, evaluation revealed that a language corruption occurred at a component on the printed circuit board causing the pump to emit a cs 069 call service alarm. The complaint that there were blank areas on the display screen was not able to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. The distributor alleged that there were blank areas on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).